Event description:
It was reported that a female patient underwent an idiopathic right ventricular tachycardia procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade which required pericardiocentesis and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this occurred during mapping or ablating. Settings during the event include: power control mode with settings at 25-35 watts, temperature readings of 40 celsius degrees, irrigation flow setting at 30 cc and 8.5 fr. Sr0 sheath used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant bwi products used: producta name: carto® 3 system. Us catalog #: fg540000. Serial #: (B)(4). Product name: stockert 70 rf generator. Us catalog #: s7001. Serial #: (B)(4). Product name: coolflow® irrigation pump. Us catalog #: cfp002. Serial #: (B)(4). Product name: ez steer¿ thermocool® nav bi-directional catheter. Us catalog #: bni75tcdfh. Lot #: 17053844m. (B)(4)